Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced hyperglycemia. The customer's blood glucose level was 520 mg/dl. The customer declined troubleshooting for high blood glucose event. The customer was treated with insulin for high blood glucose level. Customer experienced other blood glucose levels such as 150 mg/dl to 250 mg/dl. The device will not be returned for analysis.